Event description:
Pt, with a history of hypertension, was presented to the interventional lab for an angioplasty and stenting procedure of the left renal artery. The vessel was described as eccentric with mild calcification and a 70% stenosis was present. The physician accessed the right groin and inserted a 7fr. Sheath and a 7fr guidecatheter (guidant). A .014 (spartacore) guidewire was used to access the left renal artery. The physician then used the "buddy wire" technique and passed a bsx distal protection device to the distal portion of the kidney. Pre-dilatation of the lesion was performed over the filter wire with a 5x20 balloon. Following pta, the physician decided to use this palmaz blue sds to stent the lesion. The device was advanced over the filter wire to the lesion, without difficulty. The physician noted that there was a small amount of resistance when advancing the device through the touhy. The lesion was aligned to the medial part of the stent and upon inflation of the balloon, with an indeflator, the physician noticed that the balloon would not exceed 1 atmosphere. This resulted in partial deployment of the stent. When the physician attempted to remove the balloon from the stent, the entire system retracted out of the renal artery. The physician decided to bring the system down to the right iliac where he successfully removed the balloon from the stent, leaving the stent in the right iliac over the filter wire. The physician then upsided to a 9fr. Sheath and successfully snared the stent and the filter wire from the pt. The procedure was completed when the 7fr. Guidecatheter was reinserted and a 6x18 palmaz genesis on an aviator balloon was deployed in the renal artery. There was no injury to the pt. The product will not be returned.